Event description:
Patient was revised to address dislocation.

Manufacturer narrative:
Examination of the returned devices finds nothing outward to suggest product error. A review of the devices history records for the returned product/lot combinations did not identify any related deviations or anomalies. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.